Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The eval found the unit inoperable due to constant "reload set" alarms. This was caused by low ultrasonic readings due to a failed upstream sensor. With low ultrasonic readings the pump would be more sensitive to air in line alarms if the pump was able to run. The upstream sensor will be replaced.

Event description:
It was reported that a pump repeatedly alarms for air in line. It was reported that there was no pt injury.